Manufacturer narrative:
Investigation included a review of device history, user interaction, and complaint handling with plans for device evaluation upon return. Investigation of this case revealed a reported insulin delivery error alert with unsuccessful troubleshooting and shutdown guidance provided. It was concluded that a device malfunction was suspected and the device was replaced to restore therapy continuity. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the ilet displayed alert 41 indicating an insulin absolute range error during use and again during a guided dry run, and a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no change in patient condition and no required medical intervention.